Event description:
It was reported that pump displayed minimum fill notification while customer was loading new cartridge that contained 250 units of insulin with 215 units remaining usable. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin, and technical support arranged shipment of replacement cartridge and infusion set to support customer satisfaction, even though no damage was reported to infusion set.